Event description:
It was reported the device was not working properly, setting changed without being adjusted. It was also reported the external housing is cracked. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report of setting changed without being adjusted. Upper and lower cases are broken, contaminated, and corroded. Battery release and battery drawer are contaminated. Ring and side bail covers are broken. One side bail is bent. Lead flex cover is corroded. Battery contacts are compressed and contaminated. Keyboard is scratched. Main printed circuit board is corroded. Battery flex is contaminated and corroded.